Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump motor. The device was evaluated upon receipt. Added test mixing pump for cooling to finish decon. Device alerting 113. Replaced mixing pump motor. Performed pm procedure. Serviced mixing pump, circulation pump. Replaced heater, manifold o-rings. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device alerting 113 (reduced water temperature control). Needed help to clear alert. Patient temperature (pt) was 36.1c, targeted temperature (tt) was 34c, water temperature (wt) was 32.2c, water flow rate (wfr) was 3.2 l/m, 4 pads were connected. System diagnostics were given outlet monitor temperature (t1) was 32.2c, outlet control temperature (t2) was 32.2c, inlet temperature (t3) was 32.2c, chiller temperature (t4) was 3.9c, water flow rate (wfr) was 3.2 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 76%, mixing pump command (mpc) was100%, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours 2700.3, pump hours were 1697. Advised they need to stop therapy, empty pads, and swap out to an alternate device. This device needs the mixing pump replaced and should not be used until repaired because it will not be able to cool patient. Send to biomed labeled 113. As per wo changes on 09feb2024, it was reported that the biomed emailed to state that they had performed a functional check and verified that the device was not cooling. Discussed the diagnostics indicated a failed mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 113 (reduced water temperature control). Needed help to clear alert. Patient temperature (pt) was 36.1c, targeted temperature (tt) was 34c, water temperature (wt) was 32.2c, water flow rate (wfr) was 3.2 l/m, 4 pads were connected. System diagnostics were given outlet monitor temperature (t1) was 32.2c, outlet control temperature (t2) was 32.2c, inlet temperature (t3) was 32.2c, chiller temperature (t4) was 3.9c, water flow rate (wfr) was 3.2 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 76%, mixing pump command (mpc) was100%, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours 2700.3, pump hours were 1697. Advised they need to stop therapy, empty pads, and swap out to an alternate device. This device needs the mixing pump replaced and should not be used until repaired because it will not be able to cool patient. Send to biomed labeled 113.